Manufacturer narrative:
It was reported that during an unknown procedure a white label from a towel fell off intraoperatively into a patient's abdominal cavity. It was not reported at what stage of the procedure the label fell off of the towel or details of the retrieval of the label. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product or incident details to the manufacturer. No sample has been received for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during an unknown procedure a white label from a towel fell off intraoperatively into ta patient's abdominal cavity.